Event description:
Connection between ultrasite cap and vaxcel pasv PICC lumens is not a sealed connection. It allows for leaking at connection. Required intervention to prevent leak with subsequent possible infection: placed 7" extension tubing onto PICC lumen and then connected ultrasite cap on end of extension tubing.